Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) tried to resolve a cpl alarm and just changed out only the cassette and not the bags. The baxter technical service representative (tsr) suggested she reset up again with a new cassette and bags. The hp elected to just end the therapy, they said it was too late to reset up again. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.a labeling review found the labeling to be adequate for the use/user error identified in this incident.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance received a call from the home patient on (B)(4) 2012 and she had completed therapy successfully the next day after setting up with new supplies. She did not notice anything unusual with any of the previous supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.